Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. Evaluation of the received system device logs confirms the reported failure. The logs show that the sco failed the pressure transducer test due to the measured zero zero pressure offset for the fresh gas pressure transducer pcb being out of range; the measured zero pressure offset was 2311 mv. The field service engineer (fse) investigated the issue on-site and resolved by replacing the fresh gas pressure transducer pcb. The system has since returned to normal operation. The replaced part was retained by the customer and not returned, preventing further analysis. The pressure transducer pcb has a factory calibrated zero pressure offset value that normally is 2 ± 0.5 v. During system checkout a high pressure offset value is measured and if the measured value is outside the allowed limit (±300mv from factory calibrated value) the test will fail. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the reported failure was caused by an offset drift on the pressure sensor. The root cause of the drift has not been determined.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the pressure transducer test failed during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).